Manufacturer narrative:
(B)(4). Exemption e2015054. This summary report is part of the (B)(4) program. The reported device is labeled for single use. The device was not reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes <noe> 1 </noe> malfunction events which are associated with comprising material(s) being pulled apart or into pieces by force, wrenching, or laceration. No patient information confirmed.